Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the treatment of rectal hemorrhoids during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The physician removed the device from the scope, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device were provided by the complainant showing the ligator head outside the patient with bands tangled under the other bands.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. H10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was not secured in the handle assembly and it was noticed that the slack on the trip wire was not removed during the device setup. It was also noted that the trip wire was kinked at the proximal section. The suture was broken, and it was noticed that one section was attached to the trip wire loop and the other section was attached to the ligator head. It was likely broken to separate the device from the scope. The ligator head was returned with seven bands attached to it, indicating that the device failed to deploy. Additionally, the suture hole was torn, and some ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. Additionally, an analysis of the photos provided by the complainant of the handle assembly and ligator head showed the tripwire kinked and the ligator head with seven bands attached. The reported event of failure to deploy bands was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). The visual assessment identified that the trip wire was not secured in the handle assembly and the handle did not have evidence that the trip wire was previously secured. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". This could have affected the overall performance of the device causing an inaccurate deployment of the bands and could have resulted in more tension to the components leading to damage of the ligator teeth and suture hole. Additionally, upon analysis, the trip wire was found kinked. This could have occurred during the device setup or when rotating the handle during the use of the device. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the treatment of rectal hemorrhoids during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The physician removed the device from the scope, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device were provided by the complainant showing the ligator head outside the patient with bands tangled under the other bands. It was reported that there was no difficulty experience when setting up the device.